Manufacturer narrative:
(B)(4).

Event description:
The following event was previously reported under manufacturer report # 3007566237-2013-01588. Please now refer to manufacturer report # 3004209178-2013-07498 regarding: during a pump replacement the health care provider ¿couldn¿t aspirate¿ and did not want to prime the new pump on the back table. As a result, it was determined with programming that the patient would be without infused drug from 7 hours 11 minutes to 10 hours and 26 minutes after implant. She then would receive the contained infused pump medication. This device system delivered prialt, sufentanil, and bupivacaine of which the bupivacaine concentration was decreased at the time of this implant. It was then later reported that the health care provider (hcp) was not able to aspirate cerebrospinal fluid (csf) from the catheter at pump replacement. The hcp did not have consent to replace the catheter and the patient was reportedly asleep. The patient had been receiving good pain relief so the hcp chose to leave the existing catheter in place.

Event description:
It was reported there was difficulty filling the pump in the past. At the last two refills the pump could only be filled with 15 milliliters (ml) and 12 ml rather than 20 ml. No volume discrepancies were reported. This patient was an active scuba diver. Her dives have gone to 100 feet despite having been aware the maximum recommendation of approximately 33 feet. It was reported that this patient had felt a little lightheaded/euphoric, when finishing her last scuba dive. In the last month or so, the patient reportedly heard a "popping" sound, like a can, when descending and ascending on dives. This did not occur when the pump was full. On the last dive or two within the past month, she had not heard the pump "pop" upon ascension. Ultimately, this pump was explanted and replaced. Upon the explant of this device, the back of the pump was noticeably concave. It was noted no volume discrepancies had been reported. The patient was reported as alive without injury and was also on oral medication. The patient had a high pain tolerance. This device system delivered bupivacaine, sufenta, and prialt. It was later reported, the patient had completed more than 150 dives with this pump and some of the dives the patient would go to 95 feet. The patient was reportedly well aware that the max recommendation was 33 feet. The physician aspirated normally but had felt something was wrong with the pump as it could only be filled with 12 ml as there was thought the pump had not been aspirated fully. The patient reportedly felt slightly overdosed when finishing the last scuba dive. Reportedly, the patient had contacted the device manufacturer in the past regarding the noise from the device with diving, however, there were no records per the device manufacturer to suggest this. It was further reported that the patient was doing well post the pump replacement and had a follow up appointment scheduled for (B)(6) 2013. At this post-operative appointment, she was reported as "doing well" and had agreed with the physician to not dive deeper than the recommended 33 feet.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found that the pump exterior exhibited a concave shield, which affected in-vivo function. It was noted the cause was specifically labeled against. Some residue was seen on gear 1 and 2 pinion and gear 3's o-ring located on top bridge. Even with the residue present, gear 3 was able to be turned freely while it was still attached to the top bridge. This was done after removing the bottom bridge assembly, gear 1 and 2. It was noted those residues may have not been enough to cause a motor stall. It was noted there was a motor stall recovery in the logs which was an indication that in the pump's life there was at one time a motor stall and then recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.